Event description:
It was reported that the device reached early depletion after the patient received a number of shocks. It was also reported that the device was programmed to high left ventricular pacing output. It was further reported that the device was reprogrammed to right ventricular (rv) pacing only to save the battery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri, where the weekly battery voltage trend data shows min bat=2.954 to 2.741 volts between (B)(6) 2012 and is before device rrt <= 2.6251 volt.